Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2010 and (B)(6) 2011 and mesh was used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05890. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh the patient experienced pain, extrusion, infection, urinary problems, recurrence and vaginal scarring. It was reported that the patient underwent an additional mesh implantation and revision on (B)(6) 2011, in order to treat significant right groin pain caused by the previous mesh and recurrent stress urinary incontinence. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-05890. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, and urinary leakage.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urgency, and urinary leakage.